Event description:
It was reported that during a procedure, this right atrial (ra) lead exhibited noise. It was discovered that the ra lead appeared to have been damaged due to patient condition. The ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.